Event description:
It was reported that, patient was "ok" for about a year. Pain started a year later and it has progressively increased. Patient has difficulty walking. Nothing relieves the pain. Patient has had cortisone injections but nothing has helped her. Patient saw on tv the recall information and she wanted to report that she is having problems with her stryker hip. She does not know what type of implant she has but she will follow up with her surgeon to make sure it is not one of the recall. It was further reported: recall. Patient seeking monetary compensation. Surgeon seeking monetary compensation for time. Revision is scheduled for (B)(6) 2012.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.